Event description:
On (b)(64) 2013, the patient contacted animas via e-mail stating that she has been in and out of the hospital since (B)(6) 2013. No additional information was provided. Customer technical support made multiple attempts to reach the patient for additional information, without success. It is unknown at this time if the reported incident is related to diabetes or not, or if the pump was a cause or contributor in the reported incident. This complaint is being reported due to the patient requiring medical intervention for an unknown issue which may or may not be related to diabetes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.